Event description:
A customer reported experiencing a minimum fill notification with their insulin cartridge. There was no adverse impact on the customer's blood glucose level. Although reloading the same cartridge did not resolve the issue, the customer reported that loading a new cartridge ultimately resolved the problem.